Event description:
The pt reported inaccurately low blood glucose readings with test strips, lot 1a601a. This morning, the pt opened the bottle of test strips and obtained a blood glucose test result of 18 mg/dl. Because the reading was significantly low, the pt immediately performed a second blood glucose test with test strips and obtained a result of 198 mg/dl. The pt had no hypoglycemic symptoms when he obtained these readings. The desiccant is in the test strips bottle. The pt's meter was set to the appropriate code when all tests were performed. The pt was unwilling to perform a blood glucose test with the representative. He does not have normal control solution. He does not have a check strip. The pt was unwilling to provide info about where he stores his test strips.